Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected the transfer set from the patient line of the hc set without pausing therapy during a dwell phase. By the time hp returned the hc machine had already advanced into the following drain cycle. Shortly after noting this, hp received the system error message. Hp reconnected the transfer set to the patient line of the hc set. Tsc assisted hp in ending the apd therapy early, hp completed therapy by setting up with new supplies to complete therapy. Per hp, no patient injury or medical intervention was associated with this incident.